Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl, with ketones. The bg level was addressed with an insulin pen injection. The customer believed that the elevated bg level was related to having an illness. As the event had occurred in the past, tandem technical support was unable to perform troubleshooting and the customer was recommended to consult with healthcare provider regarding diabetes management.